Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic bariatric bypass procedure, the patient experience post-operative bleeding on the anastomosis and experience hematemesis.